Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the unexpected eri was technical services thought it was related to the patient¿s current programming on the device. A replacement surgery was scheduled for (B)(6) 2023. The issue was not resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was removed on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a friend/family member regarding a patient who was implanted with an implantable neurost imulator (ins) for unknown indications for use. The caller reported that service code 201 (eri) began to display on pt's handset. Pt was also speaking on the call and said that today is the first time they have seen the message display and that they did not expect to see this message so soon. Pt stated they were told that the ins battery would last for 10 years. Caller also requested assistance in decreasing stimulation from 5.0 to 4.0. Patient services (ps) reviewed information, instructed caller to follow up with the patient's healthcare provider (hcp), and sent a message to the field for visibility. Additional information was received from the manufacturer representative (rep) on 2023-06-15. The rep reported that the patient never told them about the eri. Rep said they would be seeing this patient on (B)(6) 2023. Weight was asked but unknown and would not be reported. Additional information was received from the rep on 2023-06-22. The rep called to discuss longevity of the ins as pt was just implanted just shy of 1 year. It was being reported that the ins was reporting eri with 6 months left. It was reviewed how settings, impedances and usage may impact longevity. Technical services (ts) asked about settings and pt is around 5 ma, 400pw, 80hz for main group. Did not get values for any other programs within that group. Impedances were reported in the "normal" range at ~ low 1000 ohms for all contacts in the group being used. Ts reviewed to focus on the contacts that are being used.